Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As received the implant coil was found detached from the pushwire within the introducer sheath. The coil was also detached from the pushwire, which was not originally reported. No defects found on the implant coil. The pushwire was found bent at the proximal end. Additionally, the pushwire was found broken into two segments at the proximal end but retained together by the release wire. The release wire was found to be pulled back. Under the microscope, the coin was not found located against the lumen stop, and the shield coil was found present. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the implant coil detached subsequently to the coin pulled back from the lumen stop; however, the customer did not report the detached implant coil. All coils are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pushwire of the coil was damaged out of package during treatment. No patient injury was reported. Based on the device evaluation found the implant was in good condition but detached from the pushwire.